Manufacturer narrative:
One device was received for evaluation for the complaint that no matter how many times the product was reset, the occlusion alarm kept sounding. The lot history was reviewed, and no relevant nonconformities were identified that may have contributed to the reported complaint. As received no damage or anomalies were observed. In attempts to replicate clinical use the cassette was filled with 100ml of red dye using an ICU medical provided syringe and adaptor. No leakage or difficulties filling were observed. The cassette was then inserted into a cad solis pump. The set was primed with 10 ml. No leakage or difficulties priming were observed. The complaint of occlusion alarm cannot be replicated or confirmed.

Event description:
It was reported that no matter how many times the product was reset, the occlusion alarm kept sounding. The event occurred during the patient use. There was no adverse event.

Manufacturer narrative:
B3: day unknown; event occurred during october; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.